Manufacturer narrative:
Additional information: concomitant medical products: flexible endoscope, flexor access sheath, terumo wire guide, ureteral catheter. Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. The investigation performed for this complaint also included a review of complaint history, the device history record, instructions for use, quality control data and specifications. Two opened devices were returned for investigation. The customer has stated that one device is used and one device is unused. Device a - used device: the device was returned with the handle between open and closed positions. The basket formation returned partially opened. The collet knot is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A functional test determined the handle actuates the basket partially, on the second actuation, the basket formation closed completely. A visual examination of the device noted the basket sheath has a kink at 84.5 cm from the distal tip of the basket sheath and 1 mm from the support sheath. The support sheath is slightly bowed. Device b - unused device: the device was returned with the handle in the open position. The collet knob is tight and secure. The mlla is loose. The pett measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted a kink in the basket sheath 88 cm from the distal tip. The handle was disassembled and the basket formation could be manually actuated. The support sheath and the basket sheath are still adhered. The cannulated handle was found to be bent beneath the support sheath. The handle was reset and reassembled, a functional test determined the handle will now actuate the basket formation correctly. A review of the device history record found no non-conformances associated with the complaint device lot number related to the reported failure mode. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8536068. According to the instructions for use IFU, precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint devices were found to have baskets that would not function due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor did not fully close during a flexible ureterorenoscopy (urs) for kidney stone extraction. A second ncircle tipless stone extractor was used as the one first failed and had the same outcome. The second extractor wasn¿t used on the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.